Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the drainage system leaked. The product was replaced and there was no injury to the patient.

Manufacturer narrative:
The returned product met the requirements for leak test. Therefore, the complaint could not be replicated by laboratory personnel. Debris was observed in the exterior of the device and writing was observed on the drainage bag. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the leakage occurred at the junction of the lumbar end canal and the extracorporeal end.